Event description:
As reported by the user facility through medwatch # (B)(4): pt scheduled for cesarean section. Spinal placed by physician, needle broke during placement. Surgical procedure needed to remove broken needle. During a f/u call to the facility, the reporter indicated that the broken piece of the needle was successfully removed from the pt and that the pt did not need any add'l medical intervention after the removal of the piece.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. However, incidents of this nature have generally been attributed to the needle being subjected to some type of trauma during use that stresses the device beyond its design capabilities. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. All available info has been forwarded to the device MFR of the needle. If add'l pertinent info becomes available, a f/u report will be filed.